Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received loosely attached to the valve. The valve holder appeared intact, with no evidence of damage. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The valve holder was removed from the valve for further observations. The rotor was removed from the holder for further observation. The sutures around the rotor were curled, suggestive of a suture wound during the cinching of the valve. All three suture tips appear to be broken. Necking or reduction in diameter is noted adjacent to the break. The broken surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of this valve 310c27 mosaic mitral cinch 27 mm, it was reported that the product was found not bounding correctly with the sutures on the original support used for the cinch mechanism. The device was exchanged before being used for the procedure and was never implanted. There was no patient involved.